Event description:
A customer obtained elevated troponin (accu tni) results on one patient sample. The initial result was 0.59ng/ml. The specimen was aliquoted, re-centrifuged and re-analyzed. The repeated result of 0.49ng/ml was reported out of the lab. The sample was tested on a different instrument and obtained results were: 0.00 and 0.01ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a bd plasma tube without a gel separator and centrifuged for 6 minutes. The sample appearance was normal. Qc was within the customer's established ranges before the event. A field service engineer (fse) was dispatched: the fse noted wash pump valve errors in the event log and replaced the wash valve home sensor. The fse performed a diagnostic testing with good results. Although the fse addressed hardware issues, no root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.